Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and that the pump's battery was unresponsive. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 133 - 267 mg/dl. It was also reported that the wake button was sticking. The customer applied more force to the button to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified., however the alleged battery issue could not be verified. The information will be used for tracking and trending purposes.